Manufacturer narrative:
(B)(4). The patient was returned to the operating room and only a part of the veritas was visible, most of the veritas was integrated. No intervention has been done to the affected breast and the care plan was that another expander or another matrix may be placed in the future. In approximately four months following the receipt of this additional information, the surgeon is planning to examine the breast which had good results and evaluate how the veritas is integrated within that tissue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number sp15g20-1063142 (the lot number as reported by the customer was 20-1063142). There were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a post-operative seroma after undergoing a mastectomy on both breasts in which veritas was used. A mastectomy and immediate reconstruction was performed on one breast with good results; however the reconstruction was delayed on the contralateral breast. Subsequently, the patient developed a post-operative seroma on the reconstructed breast requiring wound drains for four weeks. It was reported that there were issues with the original mastectomy scar at an early stage and the scar began to widen at six weeks. As a result, eight weeks after the original mastectomy and reconstruction, the patient was taken back to surgery and it was reported that the veritas sheet was not visible in the breast cavity. No further information regarding the patient's outcome was provided. No additional information is available.